Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see associated reports: 0001825034 - 2018 - 02762. Report source: foreign. The event(s) occurred in (B)(6). Report source: literature. Borgwardt, arne, et al. ¿a randomized seven-year study on performance of the stemmed metal m2a-magnum and ceramic c2a-taper, and the resurfacing recap hip implants.¿ the journal of arthroplasty, 2017, doi:10.1016/j.arth.2017.11.061. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported patients experienced elevated metal ion levels. Seven year post- total hip arthroplasty, the average chromium level was 4.74 ug/l (range 3.67-9.23).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number/lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.